Event description:
In 2008, the lay user/patient in austria contacted lifescan (lfs) alleging the one touch ultra smart meter was giving inaccurately high readings. On september 17, 2008 the technical service rep (tsr) spoke with the pt to obtain and verify info. On an unspecified date, the pt reportedly obtained the pre-lunch blood glucose reading of 160 mg/dl on the reported meter. Within 10 minutes, the pt also allegedly obtained the reading of 110 mg/dl on another manufacturer's meter (accucheck). At that time, the pt was experiencing no symptoms of high or low blood glucose levels. Based on the 160 mg/dl reading and his lunchtime meal, the pt took eight units humalog insulin. The pt did not perform any activities, exercise, or work after eating lunch. Two to three hours later, the pt began to experience the symptom of 'jittering'. While symptomatic, the pt obtained the reading of 'about 70 mg/dl' on the reported meter, and the reading of 31 mg/dl on the accucheck meter. The pt administered self-treatment with food, and felt better afterwards. He did not seek medical attention. Although the one touch ultra smart meter is the pt's backup meter, he claimed he based his insulin doses on the reported meter's results on the day of the event. The pt was unable to provide any info as to his blood glucose readings, meals and medications taken prior to the issue. The pt takes humalog insulin on a sliding scale, and insulatard insulin 20 units to 25 units twice per day. He tests his blood glucose level five to six times per day. During the troubleshooting telephone call, the tsr determined the pt's testing technique was correct, the test strips were in good condition and within opened expiration dating, and the meter was programmed for the correct unit of measure. Quality control testing was performed, with passing results. The meter, test strips and control solution were replaced. The pt alleged he experienced symptoms suggestive of hypoglycemia following an insulin dose based on an elevated meter reading. The patient received self-treatment with food to alleviate the symptoms. Therefore this complaint is being reported as an adverse event. The data from the two sets of readings fall outside the expected values for meter-to-meter accuracy comparison testing.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.